Event description:
It was reported that patient experienced high blood glucose due to bleeding at set site on(b)(6) 2026 and was treated with insulin pen.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration Number: Reporting Site: 8021545, Manufacturing Site: 8021545.